Event description:
It was reported that the right ventricular (rv) lead had high impedance with a possible fracture. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the lead was returned and analysis shows the outer insulation of the lead developed a breach due to a depression while in vivo. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7232b ICD, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.